Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of kinked IV catheters was confirmed. The product returned for evaluation was two 18ga x 2.25¿ accucath peripheral IV catheters. Usage residues were observed throughout both samples. The first sample (sample 1) exhibited three sharp kinks occurring from just distal of the molded joint to approximately 2cm from the molded joint. The second sample (sample 2) exhibited one sharp kink approximately 2.5cm from the molded joint. Microscopic inspection of both samples confirmed the presence of sharp kinks in the catheter shafts. Inspection of the distal ends of the catheters revealed deformation of both tips. The edges of the catheter tips were curved inward and buckled. The catheter kinking and tip deformations were consistent with catheter damage caused by advancement against resistance, such as into tissue. The use residues suggested that resistance was encountered during device use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, accucath catheter kinking, patient line did not last and had to be stuck again. No other information was provided. Two devices were returned for evaluation. This report addresses the second device.